Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to missing inseparable magnet. A field service engineer replaced magnet assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers failed, preventing user from removing the required medication and causing delays. The customer stated that they managed to get the medication from the pharmacy. There were no adverse events or injuries reported based on this event.